Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the pump was movable in the pump and had mi grated and sits at a lateral angle in the pocket due to movement in pocket.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's weight was (B)(6) lbs.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was receiving dilaudid 4 mg/ml at 0.4405 mg/day via an implantable pump for non-malignant pain. It was reported the patient experienced pump migration and pump laid laterally in the pump pocket as of (B)(6) 2014. The etiology of the event was noted as possibly related to the device or therapy and possibly related to the implant procedure. As intervention, the pump was repositioned on (B)(6) 2014. The outcome was indicated as 'resolved without sequelae' as of (B)(6) 2014. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.